Manufacturer narrative:
Event site postal code - (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) therapy the pressure waveform was not displayed when using the optic sensor connector. The iab was removed and replaced with a new one. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with traces of blood on the exterior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed near the y-fitting at approximately 76.2cm from the iab tip. Additionally, further visual examination of the product detected that the optical fiber was also broken at this location. An underwater leak test of the balloon, catheter tubing, y-fitting and extracorporeal tubing was performed and no leaks were detected. A 0.025¿ laboratory guidewire was inserted through the inner lumen and was found to be occluded with blood. Unable to clear occlusion. The optical fiber appeared to have broken from a severe catheter tubing/inner lumen kink. However, we were unable to determine when this may have occurred. We were unable to duplicate the clinical settings. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint #(B)(4).